Manufacturer narrative:
Follow-up report will be filed when investigation is complete. (B)(4).

Event description:
MRI not always showing annotations and is flipping the images. There was no reported patient injury associated with this event.